Event description:
The customer stated that one patient sample (sid (B)(6)) generated a positive result of 33 miu/ml of the architect b-hcg assay and was repeated negative few days later. Another sample from the same patient was then obtained and tested negative as well. No impact to patient management was reported. The customer indicated that rubella-g test was run before the b-hcg assay test.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg microparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated.

Manufacturer narrative:
A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg micorparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated. After further evaluation, the suspect medical device was changed from the architect i1000sr analyzer, manufacturing site abbott laboratories, (B)(4) to the architect bhcg reagent, manufacturing site abbott laboratories, (B)(4). Report 3005094123-2013-00043 has been submitted and all further information will be documented under that MDR number.